Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient underwent a non-related surgical procedure wherein the device was reportedly placed into surgery mode prior to the procedure. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention occurred on (B)(6) 2020 wherein the ipg was explanted and replaced.